Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported for defective infusion sets. She stated that this is the only batch that she had encountered issues with. Her sets fell off whenever she woke up in the morning and she had to change her infusion sets for 3 consecutive days because they just fell off for no reason. She was unsure for the cause of the product not adhering. The patient prepared the site by using uses alcohol but used to let it dry first and she does not perspire heavily. Upon investigation of the returned used device (1 tubing), it showed that the tubing was detached from the tubing connector. No further information available.